Manufacturer narrative:
All information was investigated and the reported difficult to remove-cds/sgc and premature activation could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the reported difficult to remove the cds from the sgc resulting in premature activation appear to be related to procedural conditions/user technique as the sgc was accidentally pulled back across the septum. Unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1069 break;2915 device damaged by another device.

Event description:
Subsequent to the previously filed report, additional information was received: while attempting the force the clip into the guide, the clip detached from the delivery system.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Vascular access was obtained via the right groin. A steerable guide catheter (sgc) and a mitraclip xtw clip delivery system (cds) was inserted. After crossing the septum and the cds advanced to the left atrium, while steering down, the sgc accidentally pulled back across the septum, but the clip did not. The clip was then pulled back to the tip of the guide, but was not able to enter the guide, and was pulled back across the septum to the right atrium. An attempt to force the clip back into the guide was made, causing the clip to become caught on the edge of the guide and separate from the mandrel. A 20fr dry seal sheath was then inserted. Two snares were then used to lasso and hold the clip to the end of the sheath. The sheath and the clip were then retracted back to the groin and removed by surgical cutdown. The procedure was discontinued and there were no clips implanted. There was no clinically significant delay in the procedure.